Manufacturer narrative:
The patient reported on (B)(6) 2025 that he experienced skin irritation when using the flexwire configuration with vermed cloth electrodes, the patient reported the skin irritation as a burning (sensation), (skin) irritation, itching, and raised skin. The patient reported that he did seek medical treatment and sought the use of prescribed medication to treat the skin irritation. The patient reported the prescribed medication used as an oral antihistamine. The patient reported that he did not discontinue the use of the device. The patient reported that he did follow the skin prep instructions. The patient reported that he does have allergies to adhesives. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of skin sensitivity and/or allergies to adhesives. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that he experienced skin irritation when using the flexwire configuration with vermed cloth electrodes, the patient reported the skin irritation as a burning (sensation), (skin) irritation, itching, and raised skin. The patient reported that he did seek medical treatment and sought the use of prescribed medication to treat the skin irritation. The patient reported the prescribed medication used as an oral antihistamine. The patient reported that he did not discontinue the use of the device. The patient reported that he did follow the skin prep instructions. The patient reported that he does have allergies to adhesives.